Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 4, the implant had not achieved osseointegration in type ii bone. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 4, the implant had not achieved osseointegration in type ii bone. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.